Event description:
During a da vinci si hysterectomy procedure, the fenestrated bipolar forceps instrument reportedly would not close. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint. The instrument had a piece removed from the yaw pulley. The damaged yaw pulley allowed the jaw grip to overextend the motion and the jaws not closing properly. Additional observations were found that were not initially reported by the customer. The instrument's jaws were bent, causing side to side misalignment of the grips. There was a 0.03 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Engineering evaluation concluded that the damages were likely due to mishandling. Electrical continuity testing was performed and passed. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.